Event description:
Bios, through lumenis, received an adverse event on a patient who sustained injury following treatment by splendor x device. Lumenis investigated for bios the reported event by contacting the distributor. Attempts by e-mail and phone calls have been made to obtain patient treatment settings, patient information, patient photo. The reporter is a distributor uab biomedikos centras, based in lithuania. Event occurred in estonia. The preliminary evaluation of the injury was done per provided photo. Prof. Ed. & clinical training director advised: "a picture of a highly purpuric skin response on facial redness (unclear what was the baseline vascular conditions) pots long-pulse nd;yag with resulting circumscribed pitted scarring of the densest vascular areas was sent. As per event description, the parameters used were embedded system presets. The patient sustained a serious injury leading to a permanent impairment in the form of scarring and the hazard severity got rated to a 6: serious injury requiring non-surgical medical treatment. Scarring as non reversible impairment.